Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the battery compartment was cracked with moisture in the compartment and the display screen was faded. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump was examined and the battery compartment was found to be cracked from the threads down to the case seal. The battery compartment was examined and corrosion was observed inside the battery compartment and on the battery cap. The pump was powered on and the pump display screen was found to be faded. The display screen as replaced with a test screen and the display returned to normal. After the pump powered to the verify screen, the pump progressed to a replace battery alarm. The pump history was examined and found multiple replace battery alarms in the pump history. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).